Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during a routine follow up this pacemaker was suspected of premature battery depletion (pbd) due to device appeared to have reached end of life (eol) status earlier than expected. The health care professional (hcp) called technical services (ts) and requested for a disk data analysis. Disk data analysis was performed and engineering observed multiple power on reset (por) faults had been recorded and was believed to have been due to high battery impedances. A device replacement was recommended. Subsequently, additional information was received reported a replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.